Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of lines across the display was observed. The display was intermittently blank, however, when it did illuminate, there was evidence of impact damage to the display causing information on the display to be distorted and/or missing. The damage is not consistent with normal wear and tear and the lcd was replaced. The investigation for this claim will be closed as user mishandling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.